Manufacturer narrative:
Patient weight not made available from the site. On 04/21/2016 a medtronic representative, following-up at the site, reported the surgeon's workflow is to place all screws on the patient's left, and then place all screws on the patient's right. On 04/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 05/11/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, after the imaging system spin, navigation was deemed to be inaccurate on the patient's left, 2 millimeters inferior. The surgeon opted to continue the procedure, with this knowledge, and revised two screws. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was a 15 minute delay to the procedure due to this issue.

Manufacturer narrative:
Upon further review of the event details and complaint history at this account, by a cross-functional engineering team, it is suspected that the cause of this reported event was related to a damaged spine clamp (reported in 1723170-2016-00893) that the site continued to use. The package insert which accompanies this device warns the user against this usage: "warning: do not attempt to use the radiolucent open spine clamp if it appears to be bent or otherwise damaged." Although a specific cause of the spine clamp damage was unconfirmed as the part was not returned to the manufacturer, the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.